Event description:
The contact called in for help with the customer's meter. It was discovered that the customer had put control solution into the meter. The meter was returned for evaluation due to the moisture inside, and a replacement meter was sent. Performance of the meter was satisfactory when tested by qa, but the meter was found to be reading in mmol/l.

Manufacturer narrative:
Performance of the meter was satisfactory even though the customer had put control solution into the meter. The meter was however, found to be reading in mmol/l.